Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 458 mg/dl. Customer stated that the meter and transmitter were not connecting to insulin pump both of them wont connect to insulin pump. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. The insulin pump will not be returned for analysis.